Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. The customer contact reported the male adapter of an unspecified primary tubing set was connected to the removable clave port of the extension tubing set and was being used to deliver an unspecified volume of total parenteral nutrition, at an unspecified rate, via a plum pump. It was reported that after the delivery was complete, the primary tubing set was disconnected from the removable clave port of the extension tubing set. The male adapter of a second unspecified primary tubing set was connected to the removable clave port of the extension tubing set and was being used to deliver an unspecified volume of 5% dextrose in water. The customer contact reported that 5 minutes after the delivery was started, approx 1 ml of solution leaked from the removable clave port. At this time, the customer contact reported that silicone sleeve of the removable clave port remained in the depressed position. It was reported that the removable clave port was disconnected from the extension tubing set and was replaced with a needleless valve connector and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unk. The customer contact identified one possible lot number (plots). The possible lot number is 25202ns. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.